Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the upper key was not responding. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is not returning the device for analysis.